Event description:
A healthcare professional reported that an ophthalmic system displayed a system message, accompanied by occasional system crashes during service. Details regarding the procedure and any potential impact on the patient were not provided. Additional information has been requested; however, no response has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the issue. To address the issue, the host and memory modules were cleaned. The driver and a component were both replaced, along with software being reinstalled. The system was then tested and found to meet specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the products¿ serial (under investigation), with the same event code. The root cause of the reported event is attributed to nonconforming driver and a component manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).